Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.

Event description:
Customer's mother reported getting high readings of 298 and 407 from two freestyle flash blood glucose monitors. Based on the readings, customer's mother then gave the customer a total of 6 units of insulin. Customer's mother also reported two hours after the treatment, the customer felt really tired, very clammy with dilated pupils. The customer subsequently developed seizure and was taken to the emergency room. Customer's mother reported treating the customer with glucose gel, slices of toast, eggs, orange juice, and corn flakes with milk. The course of treatment at the hospital is unk. An investigation into the details of this event is in process.